Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact did not observe drops of insulin exit the customer's infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 153 mg/dl. Reportedly, the contact changed out the cartridge and infusion set tubing, and after filling the tubing with 20 units of insulin, no drops were observed. Customer technical support (cts) instructed contact to disconnect the infusion set tubing from the cartridge patient line and fill tubing again. Reportedly, drops of insulin were observed exiting the cartridge patient line. Cts advised contact to change the infusion set tubing. Contact changed infusion set tubing and the customer was able to resume insulin delivery.